Event description:
A physician was treating an m2 superior division stroke with the 3max reperfusion catheter system. The system was advanced proximal to the clot and a 3max separator was utilized. After several manipulations with the separator the physician pulled back the entire system away from the occlusion the distal portion of the reperfusion catheter appeared to have sheared off. The radiopaque tip marker was visible and had positioned itself further downstream (toward m3 segment). The physician then decided to remove another 3max catheter from inventory since the vessel was not completely opened. As the physician advanced the new 3max catheter toward the occlusion it was observed the distal tip also sheared off and lodged into the same area as the first tip. No separator was used with the second catheter. It is unclear from the reports of the incident if the marker band came off the catheter or the entire tip sheared off. We are waiting to receive the product back from the hospital once they complete their investigation. After speaking with the physician he indicated that there might have been a kink in the neuron max at the arch which was their only access tool during the procedure. The account did not have the neuron max for our investigation. This MDR is associated with MDR 3005168196-2012-00436 and 3005168196-2012-00437.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. A picture of the neuron max taken during an angiography run shows a damaged distal tip. This image was received (B)(4) 2012. The image and neuron max involvement in the case was confirmed during the device investigation of the (2) returned penumbra system 3max reperfusion catheters. The neuron max was not available for evaluation. It is unknown how the neuron max was kinked however; it is possible the device was kinked during insertion into the patient. The neuron max 088 was not originally reported with the penumbra system 3max reperfusion catheters in december 2012. However, after review of the event and product evaluation of the returned penumbra system 3max reperfusion catheters, it was determined that the neuron max 088 was involved in the event and therefore, is MDR reportable. The device investigation of the penumbra system 3max reperfusion catheters can be found in follow-up reports for MDR 3005168196-2012-00436 and 3005168196-2012-00437 submitted on (B)(4) 2013.